Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the fenestrated bipolar forceps instrument had a broken cable. The customer completed the procedure using a backup instrument of the same kind with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no loss of cautery associated with the damaged wire. There was no arcing observed and no instrument collision. There was no fragment fall into the patient; the instrument broke outside of the surgical procedure. The patient has not returned to the hospital due to post-surgical complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a frayed grip cable at the idler pulleys. Some wires were broken, but the cable itself was not fully broken. There was no discoloration, corrosion, or contamination observed on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The instrument was found to have damaged conductor wire insulation at the yaw pulley. There was fragmentation of the insulation, and the internal conductor wires were exposed. Missing piece, approximately 0.95mm x 0.40mm in size, was not returned with the instrument. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis.